Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the pneumatic module assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a repair of the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) encountered an issue with the pneumatic module assembly. The pneumatic module assembly failed the leak test during all manifolds test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method code), h10.

Event description:
It was reported that during a repair of the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) encountered an issue with the pneumatic module assembly. The pneumatic module assembly failed the leak test during all manifolds test. There was no patient involvement, and no adverse event was reported.